Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 20-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: during investigation, the pump was powered on and the display was found to be dim with reddish text. Unrelated to the original complaint, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal. The cartridge compartment was observed to be cracked.